Event description:
Per provider, the end user claims she was in the driveway getting into a vehicle when she stopped but the chair started moving on its own and she ran into the side of a the van. Allegedly, she injured her foot. Unknown if medical attention was sought.